Manufacturer narrative:
(B)(4). Since the lot number is unknown, no batch review will be performed. The root cause of this incident was not determined. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). The sample was discarded therefore an evaluation was not performed. Should additional information become available a follow up report will be submitted.

Event description:
This is a spontaneous report by a consumer with supplemental information by a nurse from the USA of bacterial peritonitis with gram stain positive for gram positive cocci and culture positive for (B)(6) coagulase negative in a (B)(6) female patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. On an unreported date in 2008, the patient began treatment with dianeal pd4 ambuflex 9 hours nightly (dose not reported) and dianeal pd4 ultrabag one midday exchange of 2.5 l (lot numbers not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd) and automated pd (apd). On an unreported date in (B)(6) 2010, the patient switched to the new 3-prong cassette. Per the nurse, the patient was trained on the 3-prong cassette prior to use. On (B)(6) 2010, approximately one week after switching to the 3-prong cassette, the patient experienced bacterial peritonitis, manifested as abdominal cramps. On (B)(6) 2010, the patient experienced additional manifestations of peritonitis, including cloudy effluent and stomach pain, and on the same day was hospitalized for peritonitis. The patient reported there was no break in aseptic technique and no leaking from the cassette. There was no exit site or tunnel infection. On an unreported date in (B)(6) 2010, the patient received treatment with vancomycin intravenous (IV) once and also began vancomycin intraperitoneal (ip) every three days for three weeks. On (B)(6) 2010, the patient was discharged from the hospital. On an unreported date in (B)(6) 2011, two weeks after beginning antibiotic therapy, the patient exhibited no symptoms of peritonitis, including cramping, stomach pain, or cloudy effluent. On (B)(6) 2011, the patient received the last dose of vancomycin. On (B)(6) 2011, an effluent culture revealed no growth. On (B)(6) 2011, the patient drained the pd solutions and on the same day, experienced abdominal cramping. On (B)(6) 2011, the patient was scheduled for a kidney and pancreas transplant. The nurse stated she did not know whether the patient experienced recurrent peritonitis versus break through peritonitis. Per the patient, the transplant was on hold. The bacterial peritonitis was ongoing and unchanged. The nurse did not provide an opinion of causality for the bacterial peritonitis in relation to dianeal therapy. The nurse believed the peritonitis could have been related to technique since the patient had switched to the "spike to lure". The patient believed the bacterial peritonitis was possibly related to the 3-prong cassette.